Event description:
Related manufacturer reference number: 3006705815-2019-02935; related manufacturer reference number: 3006705815-2019-02936. Additional information received indicated that during the programming session there was no continued coughing or antibiotic use. Issue resolved.

Manufacturer narrative:
Further information was requested but unable to be obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02935, related manufacturer reference number: 3006705815-2019-02936. It was reported following an implant procedure on (B)(6) 2019 the patient experienced coughing and having difficulty breathing upon arrival to pacu (post-anesthesia care unit). Reportedly, patient vomited into the facemask and may have aspirated some of fluid. An attempt was made to nebulize the patient, but patient was unable to tolerate. Patient continued to cough and was unable to take deep breath. Oxygen saturation remained <90% and lung sounds were diminished bilaterally both anterior and posterior in all lung fields. Patient was transferred to the hospital where x-ray was to be obtained to determine if the patient aspirated into lungs. Per the post op visit, patient still has coughing and is on antibiotics to prevent pneumonia.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.